Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 80 mg/dl. The customer does use the sensor feature. Troubleshooting was performed; 5 units of insulin were given as a bolus and the insulin pump did not alarm motor error. The customer was advised to monitor the insulin pump. The customer called back, again, and reported that the insulin pump had alarmed motor error, again. The return of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.